Event description:
Dialysis tech drawing blood from patient's artificial kidney. Syringe noted to have mechanical failure. Evaluated along with randomly picked sampless by clinical engineering. Syringe in question had rubber boot improperly installed on plunger. The plunger diameter was 10.52 mm compared to 9.45 mm in the control samples, and was elongated. This extra diameter caused scoring on the rubber boot and caused an improper fit leading to the malfunction.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.